Event description:
Customer reported the system will not produce images. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reloaded calibration files and replaced the universal node pcb. System operates as intended. This MDR is related to ge healthcare complaint.